Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, it was noted that the catheter froze on a non-bsc hydrophilic wire and was unable to separate. The devices and the sheath were simply removed from the patient's body as one unit. The procedure was completed with a different device. No patient complications or injuries were reported.